Event description:
Reporter indicated that pt experienced an increase in seizures after vns implant. The device was programmed to off for one week, after which the pt had no seizures. When the device was programmed back to on, the pt's seizures again increased. Normal mode output current is currently programmed to off (oma), but magnet mode output current is still programmed to on. The pt has requested explant of the vns and plans to pursue epilepsy surgery as they are a candidate for temporal lobectomy.

Event description:
Further follow-up revealed that the patient was explanted due to undergoing brain surgery. It was reported that the brain surgery cured the patient's seizures and that vns therapy was no longer needed. Neurosurgeon indicated that the patient is healing well since explant. It is unnkown if the bipolar lead was also explanted or left in situ.

Event description:
The explanted pulse generator was returned to MFR for analysis. No anomalies were noted via visual inspection and the device met electrical test specifications.